Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations could not replicate nor confirm the customer reported complaint "the jaws would not open after the clip was applied." Failure analysis could not find failure associated with customer complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The clip test was performed. The clip successfully loaded clip and attached to tubing. The instrument was fully functional. Additional observation not reported by site: the instrument was found to have corrosion on one or more clamping pulleys in the backend. The root cause of corroded/contaminated instrument clamping pulleys is typically attributed to the mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. No image or video clip for the reported event was submitted for review. A review of instrument log was performed. The instrument was last used on (B)(6) 2022 on system (B)(4). The large clip applier instrument (part 470230-12/n11210614 0190) has 77 uses remaining after last use. The instrument has max 100 uses. This complaint is being reported due to the following conclusion: it was reported that tissue was stuck in the instrument's jaws when the instrument failed to unclamp/release from tissue/open. Medical intervention may be required in the event that the instrument fails to unclamp/release from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, large hem-o-lok applier jaws would not open after the clip was applied. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. On 26-jul-2022, the reporter was contacted to confirm that the jaws were stuck on tissue when the issue was identified. The surgeon confirmed that after the clip applier closed, the top of the clip would not disengaged from the clip. The surgeon was able to wiggle the instrument to dislodge the clip from the instrument. Additionally, isi followed up with the nurse to confirm that the unsuccessful clip application occurred while attempting to clip the cystic duct of the gallbladder. No fragments fell into the patient. The instrument was not inspected prior to use. The damage or abnormality was noted while the instrument was inserted into the patient.